Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen would not respond and would not calibrate. The customer contact reported that during delivery the touchscreen would not respond. The device was replaced and therapy was resumed immediately. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen would not respond and would not calibrate. No additional info was provided.